Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate.the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and partial signal noise was observed. While connecting the lasso catheter signal interference noise displayed on the monitor. The lasso catheter cable was disconnected from the patient interface unit (piu) and reconnected. The signal interference noise persisted. Piu was turned off and back on to assess for recognition issues. Map cable was then changed and plugged in. Despite troubleshooting, signal interference noise persisted. The lasso catheter was exchanged, and the signal interference noise resolved. There were no patient consequences. The partial signal noise issue is not reportable as the risk to the patient is low. Initially this complaint was assessed as not reportable. Additional information received (B)(6) 2018 indicating that the signal interference occurred on all body surfaces, lasso signals, the carto, and the recording system. Although the physician did have a signal to monitor, it was obscured to some degree by the other signal interference. The signal interference issue occurring on all body surfaces, the lasso signals, the carto, and the recording system is reportable. Therefore, this issue has been assessed as reportable. The awareness date for reportability has been adjusted to (B)(6) 2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and a signal interference issue occurring on all body surfaces, the lasso signals, the carto, and the recording system was observed. The bwi failure analysis lab received the device for evaluation for 9/4/2018. The investigational analysis has been completed. The device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. (B)(4).